Event description:
Pt had a transobturator tension free vaginal tape urethropexy on (B)(6) 2009 and received nerve damage post op and had to have the mesh/tape removed (B)(6) 2010 and then several other surgeries since then to try to control her pain. She continues to have problems that require her on going medical care, chronic pain, and significant lifestyle changes. Pt had no pre-existing medical conditions that would have led to her to this nerve damage. Reason for use: stress incontinence.